Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump was received with the case cracked behind the pump near the battery compartment. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to car accident. Customer's blood glucose level was 98 mg/dl. Customer stated insulin pump shows signs of physical damage with cracks on screen, back and bottom of the casing. The insulin pump will be returned for analysis.